Event description:
The reporter states they obtained the following back to back results on the patient; 300 mg/dl at which time they gave the patient insulin based upon this result vs. A retest of 126 mg/dl, 300 mg/dl vs. 81 mg/dl from lab testing, and hi on meter vs. 81 mg/dl from lab testing. The rn gave the patient food to counteract the insulin. The patient had been admitted days earlier due to hypoglycemia, no further details provided. Controls were in range. Return requested and replacement was sent.